Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high pacing impedance and failure to capture. The lead was repositioned, but abnormal testing parameters continued. The lead was not used, and a new lead was implanted. All parameters were normal. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead in one piece was received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage.